Event description:
While the device was used on a pt (spinal-cord-injury victim) the respiratory connector came away due to pts head move. After about 10 minutes later hosp staff noticed alarm ringing and he/she resuscitated the cardiac arrested pt. Pt is in ICU.